Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was taken to MRI on (B)(6) 2019 without prior reprogramming the cardiac resynchronization therapy defibrillator. During the analysis device was in back-up, with therapies turned off. The device was reprogrammed. The patient was stable.